Event description:
When threading the PICC line catheter through the vein in the patient it kinked at a blockage. When pulled out the tip of the wire did not look right. When touched the tip of the wire broke at the visible kink.